Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The needle tube was cut at 20 mm from the distal end. The shape of the fracture section of the needle tube showed that it was broken due to a bending load, not brittle fracture. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Omsc assumed that the reported event occurred due to the following causes. The needle tube was significantly buckled due to the bending force applied during the procedure. The buckled needle tube was straightened. The needle tube declined in strength and broke, due to bending and stretching repeatedly. The above device handling has warned in the instruction manual as follows. When inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a puncture of a mediastinal lymph node, the subject device was used. The distal end of the aspiration needle was broken off and remained in the patient's lymph node. It was reported that the user planned surgical advice and a further procedure in 72 hours after the first examination no further information was provided. This is the report regarding the breakage of the aspiration needle.

Manufacturer narrative:
This is a supplemental report to provide additional information. It was reported as follows; the intended procedure was completed with another device. The needle broken part was successfully retrieved by surgical procedure. There was no patient injury reported. A supplemental report will be submitted, if additional or significant information becomes available at a later time.